Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 487 mg/dl. It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off, which is the suspected cause of the elevated bg. The customer was transported to the hospital via ambulance and was subsequently hospitalized. No information regarding treatment at the hospital was provided. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use. Customer was released from the hospital on may 18th with the issue resolved and no permanent damage sustained. System check confirmed the pump was functioning as intended.